Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted h3 other text: product not returned.

Event description:
It was reported that during the implant placement, it was impossible to connect the driver to the implant. The implant connection was damaged and the driver rotated falsely. Procedure was completed with other implant at tooth site 36.